Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.no product available to be returned.

Event description:
It was reported that the infusion set was leaking insulin at the headset. The patient experienced an elevated blood glucose level of 379 mg/dl. No adverse event was reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.